Event description:
The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The assignable cause is fluid ingress damage to the pumphead module keypad. The pumphead module keypad has been replaced. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had the channel select key inoperable on the pumphead module keypad. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version is unknown at this time.